Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was getting alert 01 (patient line open) and alert 02 (low flow) during use. Inlet pressure with shunt was around -4.5. Biomed was sending in for the 2000-hour pm since the device had 3973 hours. Per ess and customer communication updated in work order on 10jan2023, the customer agreed to send device in for service and repair. A packing kit had been sent to the customer to send the device into depot. Per tech support/biomed via phone on 19jan2023, states that the device had 4000 hours and needed servicing. They did receive the packing kit to send the device to depot. Per additional information on 25jan2023, device was received on 24jan2023. Per sample evaluation results received on 13feb2023, the root cause of the reported issue was due to a failed circulation pump. It was reported that the circulation pump was primed to allow autofill to complete. It was stated that flow 1 lpm lower than expected with test loop. Flow at 3.2 lpm, expected at least 4.2 lpm with loop installed. It was also stated that replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was noted that replaced the tank seals due to cracks found in the seals. The mixing pump motor had a cracked pump mount discovered during servicing. The flowmeter was replaced due to failing low during acats (automated calibration and test system) prewarm flow test. It was also noted that the mixing pump motor and flowmeter were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting alert 01 (patient line open) and alert 02 (low flow) during use. Inlet pressure with shunt was around -4.5. Biomed was sending in for the 2000-hour pm since the device had 3973 hours. Per ess and customer communication updated in work order on (B)(6)2023, the customer agreed to send device in for service and repair. A packing kit had been sent to the customer to send the device into depot. Per tech support/biomed via phone on (B)(6)2023, states that the device had 4000 hours and needed servicing. They did receive the packing kit to send the device to depot. Per additional information on (B)(6)2023, device was received on (B)(6)2023. Per sample evaluation results received on (B)(6)2023, the root cause of the reported issue was due to a failed circulation pump. It was reported that the circulation pump was primed to allow autofill to complete. It was stated that flow 1 lpm lower than expected with test loop. Flow at 3.2 lpm, expected at least 4.2 lpm with loop installed. It was also stated that replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was noted that replaced the tank seals due to cracks found in the seals. The mixing pump motor had a cracked pump mount discovered during servicing. The flowmeter was replaced due to failing low during acats (automated calibration and test system) prewarm flow test. It was also noted that the mixing pump motor and flowmeter were replaced.